Event description:
It was reported that both leads appeared to have migrated. The "deeper" lead was more of a concern. It was further reported that the patient had inappropriate stimulation as well as poor symptom control with ineffective therapy. An impedance check and an x-ray of the sacrum were performed. Additional information was requested; if received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3093, serial# unknown, product type: lead. Product ID: 3093, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).